Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2015 with the following findings: visual inspection revealed a cracked battery compartment. The review of the black box data showed continual unexplained power-on-reset events on the date of complaint. Power rebooting complaint was confirmed due to damaged battery cap threads that did not allow the battery cap to maintain power to the pump. Pump was run on a 24 hour basal program using a test battery cap with no intermittent power or no power occurrences. Pump was opened and no defects were found on the power circuit. However, moisture was found internally on the battery canister.